Manufacturer narrative:
Submit date: 2018-01-18. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, half way through the feeding the enteral feeding pump displayed a message that the feeding was over. There was no allegation of patient injury or medical intervention.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿half way through the feeding the enteral feeding pump displayed a message that the feeding was over.¿ the unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.